Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 38831414 and lot number 2087354. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality engineer team was unable to complete a thorough sample analysis. Based on the investigation results, an exact cause could not be determined for this reported incident. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter damaged. The following information was provided by the initial reporter, translated from spanish to english: once the medical device is used, managing to channel venous access, when trying to salinize and verify permeability, it is observed that the prefilled saline solution is ejected through the proximal end of the catheter, right in the part where the connector fits. (Color part of the catheter).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter damaged. The following information was provided by the initial reporter, translated from spanish to english: once the medical device is used, managing to channel venous access, when trying to salinize and verify permeability, it is observed that the prefilled saline solution is ejected through the proximal end of the catheter, right in the part where the connector fits. (Color part of the catheter).